Manufacturer narrative:
Follow-up #1: date of submission 08/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated as no defects were found. The pump powered on to a fully illuminated display with no abnormal lines present. Investigators cycled power on/off multiple times and no abnormal lines appeared. The pump case was removed and the display flex cable was fully inserted in the display flex connector. There was no evidence of moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. The reporter alleged that the line disappeared post pump reboot attempt. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.